Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) (B) (4) alleging that the onetouch utlrasmart meter is giving an inaccurate result of "14.0 mmol/l" compared to 3.6 mmol/l" obtained on another meter. The reported meter readings were obtained within 30 minutes of each other. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with oral medication. The pt obtained the alleged inaccurate high reading on the afternoon of (B) (6) 2010. As a result of the "14.0 mmol/l" reading, the pt took an extra half tablet of his oral medication (unspecified type). Reportedly, 5 minutes later, the pt developed symptoms described as "feeling dizzy and trembling." At the time of concern, the pt tested at "3.6 mmol/l" on his wife's meter and administered self treatment with orange juice. The pt allegedly felt better after. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. During troubleshooting, the cca noted that the test strips were in good condition and within the discard date, the testing process was correct, and the samples were taken from an approved testing site. The pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed he developed symptoms that can be suggestive of hypoglycemia 5 minutes after he took oral medication per the alleged lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.